Manufacturer narrative:
The tube sheath of the subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The operation wire and coil sheath were not returned. The tube sheath was deformed. The manufacturing record was reviewed and found no irregularities. The device history record for the lot indicated no abnormality with the event-related items. It was known that incarceration might be occurred due to any one of the following factors. The calculus was larger than the papilla. The subject device grasped many calculus at once. The bile duct was narrow. The instruction manual of the device has already warned as follows: do not force the instrument if resistance is encountered. Reduce the angulation or lower the forceps elevator of the endoscope until the instrument passes smoothly. Forcing this instrument could cause patient injury, such as perforation, bleeding or mucous membrane damage. It may also damage the endoscope and/or instrument.

Event description:
During a lithotrity, the subject device was used. It was reported that the user tried to crush the calculus with the subject device, but the subject device was incarcerated. The user crushed the calculus with the emergency lithotriptor. The procedure was completed.